Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to examine the imaging system. The outer door cap was replaced. The imaging system then passed the system checkout and was found to be fully functional. The door cap cover was not returned to the manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site's radiology tech ran the imaging system into a doorway on the way into a spinal fusion procedure. The gantry door was stuck half open and they could not open or close it. The covers were visibly damaged. The surgeon opted to complete the procedure without the use of the imaging system. Fluoro was used to complete the surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.